Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two events on (B)(6) 2025 where the infusion set tubing was twisted, and other infusion set tubing was deformed. The infusion set was in use for less than 72 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.